Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On 04/04/2011, patient reported experiencing elevated blood glucose levels and insulin leaking caused by a bent infusion set cannula while using the infusion set. Patient stated, the incident occurred only once. Patient inserted the infusion set manually. Patient reported no concerns while inserting the infusion set, but 5 hours after insertion she noticed her blood glucose was going up. Patient stated, her blood glucose went up to 323 mg/dl. Patient's target blood glucose range is 110-130 mg/dl. Patient reported she attempted to correct her blood glucose using the infusion device but it continued to go up. Patient stated, she removed the infusion set and noticed the infusion set cannula was bent in one place. Patient reported, she changed to a new infusion set and used the infusion device to bring her blood glucose back down. Patient stated, she noticed insulin was leaking from the infusion set. Patient discarded the alleged infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.